Manufacturer narrative:
Evaluation conclusion no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a company representative and health care provider regarding a patient who was receiving intrathecal baclofen therapy. Since (B)(6) 2015, the pump had been alarming every hour and the patient experienced withdrawal symptoms. Upon interrogation of the pump, it was determined that the pump¿s motor stalled. The pump was explanted and replaced and the issue resolved. The type of baclofen, concentration, dose and lot number were not available at the time of the report but was requested. It was unclear if or when the device would be returned as the customer/pharmacist had possession. Should additional information be provided a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon device return, analysis logs indicated that the device was dispensing baclofen concentration 1000 mcg/ml and was dispensing 5.8 mcg/day. Analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall, due to shaft-bearing.